Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the 2.75x23mm xience xpedition stent and the 3.0x23mm xience xpediton were implanted in right coronary artery (rca) and rca to posterior-lateral artery (pla), respectively. The patient was re-hospitalized for paroxysmal chest tightness and chest pain on (B)(6) 2016. Coronary angiography on (B)(6) 2016 found a 60% stenosis in the 3.0x23 mm xience xpedition stent in the rca to pla. There was no stenosis in the 2.75x23 mm xience xpedition stent. Medication was given and the symptoms improved. The patient was in stable condition and was discharged from the hospital on (B)(6) 2016. No additional information was provided.